Manufacturer narrative:
Medrad service representative checked injector with no problems found with the unit.

Event description:
Hospital reported that the patient had to be life flighted to a trauma center due to an air injection. Hospital stated this was due to an operator error and not an injector issue.